Manufacturer narrative:
The subject device has not been returned to omsc but were returned to olympus (B)(4) se & co. Kg (oekg) for evaluation. Evaluation confirmed that the reported event was caused by the cable disconnection. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc assumed that the cable disconnection was caused by the user handling. If additional information becomes available, this report will be supplemented.